Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# v021339, implanted: (B)(6) 2007, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient felt chest pain after walking through a security gate and then within half an hour felt nausea. The patient also felt jolting. The patient had went to a prison with the security gate 3 times from (B)(6) 2015. When the patient went back once again in (B)(6) she experienced the same issue and hasn't returned since because of it. She felt a burning sensation that was like a nest of bees own her right leg. The patient had turned the therapy off prior to walking through the security gate. Next time the patient would avoid the prison that doesn't allow a hand search.